Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. The pump had minor scratched lcd window, cracked reservoir tube lip. The pump had corroded lcd board and corroded mother board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the customer jumped in the pool with the pump and the screen was now foggy with moisture and none of the buttons worked. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.